Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The field clinical specialist confirmed the reported damage to the spine clamp. Replacement of the clamp resolved the issue. No further issues were reported. Replaced spine clamp was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that the spine clamp's washer broke off during sterile processing. There was no patient present when this issue was identified.